Event description:
Common carotid artery dissection occurred during left trans carotid artery revascularization (tcar) attempt with undetermined cause of the dissection. The dissection was treated with a stent.